Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the lot was performed. In-house strip testing on strip lot 378770a met criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. It was reported that the customer had a leg infection. This condition may impact the performance of the assay. Although user issue and improper techniques were identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016, a variance between the inratio inr results and alternate point of care (poc) inr results were reported via a telephone call. Results are as follows: date: (B)(6) 2016, inratio inr: 2.1 and 2.2, poc inr: 1.6 and 1.6. Therapeutic range: 2.0 - 3.0. All tests were performed within ten (10) minutes. Additionally, the inratio monitor was held in the hand when the blood was applied and then set down during testing. The finger was "milked" after the finger stick and one finger stick was used for both inratio tests. These are considered to be improper techniques and user issue when performing the inratio testing. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The correct date received by manufacturer should have been 04/13/2016.